Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being implanted worn / foreign material for both devices. The head and neck were submitted for further analysis. Analysis determined both tapers were assigned the consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history identified additional similar complaints for the head, no additional complaints for the neck, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records identified that post implantation, the patient experienced groin pain, elevated ions of chromium and cobalt metals, and subsequently, underwent a revision, in which trunnionosis of the head and trunnion were noted. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: pn 00620005222, shell, ln 61186220, pn 00630505032, liner, ln 61123858, pn 00801803201, femoral head, ln 61083468, pn 00771301100, stem, ln 60782499. Multiple MDR reports were filed for this event. Please see reports: 0002648920-2018-00715.

Event description:
It was reported that a patient underwent a total hip arthroplasty and approximately 8 years after initial surgery a revision took place. Patient experiences pain, instability, elevated ion levels and trunnionosis. Attempts have been made and additional information on the reported event is unavailable at this time.